Event description:
It was reported that the filter was implanted and noted to have good positioning. At follow-up for explant, there was marked tilting at apex to caval wall. An attempt was made to dislodge the filter with a balloon; however, it was unsuccessful. Two of the filter limbs are now superior to the remainder filter. The filter remains implanted. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. No sample evaluation was performed as no sample was received. Films were provided to the MFR and reviewed. Some tilting of the filter can be seen just prior to removal. After insertion of a balloon catheter for attempted dislodgement of the filter, additional filter tilting was noted and there was malposition of two filter arms. The use of a balloon catheter is not described in the IFU. The result of the investigation was confirmed, based on the returned images. Root cause of the initial tilting is unk. The malposition of the filter arms occurred during the filter removal procedure. The current IFU (instructions for use) for this device states: note: it is possible that complications such as those described in the "warnings, precautions and potential complications" section of the IFU may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Do not attempt to remove the recovery filter if the tip is embedded within the vena cava wall.